Manufacturer narrative:
Model number/catalog number: sc-2218-50,serial number: (B)(4), batch/lot number: 7070301,model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing a non-target stimulation due to lead being placed too lateral. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.